Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported high volumes on the vela ventilator. The customer stated that the delivered volumes are 20% out of specifications. The customer reported they are not sure if a patient was involved.